Event description:
The patch leaked approx. 50-100 cc of blood and became blood-tight on its own after 10-15 minutes. The patch was left in. The patient's condition is fine. Note: although the exact date of this incident is not attainable, the doctor states that it occurred approx. Two weeks prior to this report.